Manufacturer narrative:
The user reported receiving a low glucose alert on (B)(6) 2023 at 7:59am while the measured bg was in the normal range. In an associated complaint of sensor inaccuracy, it was determined that there was some variation in the sensor values, which may be due to the early wear period, where the sensor was still stabilizing after insertion. On the same day at 11:11am, there were 4 consecutive suspicious calibration entries which led to sensor suspend phase, where the system blinds the sensor readings for 6 hours while the system algorithm recalibrates the glucose calculation and re-start in initialization phase. After the system was out of the sensor suspend phase and the sensor had stabilized, the system started displaying better agreement between the sensor readings and fingerstick measurements. The user did not seek medical attention for the hypoglycemia event or self-treat for the event because the measured bg value was in normal range. The current system performance is within expectations, and the user is currently using the system with up-to-date glucose information. No further resolution was found necessary for this complaint. B4. Date of this report updated to 3 november 2023. G3. Date received by manufacturer 11 october 2023. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where the user received a false hypoglycemia alert from the system due to sensor inaccuracy.